Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported false nonreactive alinity I (B)(6) results on one patient. The results provided were: initial test with wantai method = 9 (B)(6); retested on alinity I = 0.14s/co (<1.00s/co = (B)(6); retested with abogen¿s colloidal gold = (B)(6); industrial scientific colloidal gold = (B)(6). Retest another sample, same patient with alinity = 0.33s/co; with elisa method = (B)(6); with architect i2000sr = 0.32s/co (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Additional information section a2 age at time of event = 64; age units = years; a3 sex = female component code: g01003. The complaint investigation was performed for false non-reactive results which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained kit of the complaint lot number. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 19035be01 and the complaint issue. Inhouse testing determined that the sensitivity performance of lot 19035be01 is not negatively impacted. Testing of two commercial seroconversion panels showed results comparable to the data provided by the manufacturer of the panel. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of alinity I hiv ag/ab combo reagent, lot number 19035be01, was identified.